Event description:
It was reported that, during a bha, the centrax (41mm) did not move smoothly on the head. Therefore, he replaced it with another one (42mm).

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding tight fit between a centrax bipolar and metal femoral head was reported. The event was not confirmed. There is no indication that patient factors contributed to the reported event. -device evaluation and results: a visual inspection noted the device was unremarkable. A dimensional and functional inspection were not performed as the device was autoclaved. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because the devices were autoclaved upon receipt at stryker orthopaedics. The autoclave altered the device's dimensions and thus a dimensional and functional test would not be an accurate representation of the devices at manufacture condition. Nc was opened to address this issue.

Event description:
It was reported that, during a bha, the centrax (41mm) did not move smoothly on the head. Therefore, he replaced it with another one (42mm).